Event description:
In 2008 at 5:04 pm, the lay user/pt contacted lifescan (lfs) alleging a onetouch ultra meter was reverting to setup mode. The complaint was classified based on the customer service representative (csr) documentation and recorded conversation. The pt tests her blood sugar 1-3 times a week and manages her diabetes with 4 mg of amaryl (taken every morning). The pt reportedly first noticed the meter reverting to set up mode a few weeks ago but reportedly did not make any adjustments in terms of her diabetes management. On the day of event, the pt claimed that she developed low blood sugar symptoms such as "really shaky and weak" and reportedly administered self-treatment with food at around 11:30 am and felt better. The pt was not tested on any other devices during this time. There was no meter trauma and this was not a new out of box product. The issue was resolved with troubleshooting. This complaint is being reported due to the following conclusions: the pt claimed that she developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.